Event description:
It was reported that the pt's ins showed impedance readings greater than 4,000 ohms for all bipolar settings, at implantation. When the lead was unscrewed from the ins and reattached, the screw would not secure. The ins was removed and replaced. The pt recovered without sequela. No further details or pt symptoms were provided at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4). The ins has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.